Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2005; 6947 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead being used for pacing and sensing was exhibiting high impedance and high thresholds and had possibly fractured. The lead was removed. Fracture was also reported on the rv lead being used for defibrillation. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead was exhibiting high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.